Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was unknown at the time of incident. Customer stated that they experienced device deficiency. The insulin pump will not be returned for analysis.